Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received that this event was previously reported under mfg. Report no. 2015691-2023-10095. Please reference mfg. Report no. 2015691-2023-10095. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 2 months and 14 days post valve-in-valve- procedure with a 29mm sapien 3 valve with a 29mm s3 valve in the aortic position, the patient presented with shortness of breath and fatigue. The patient underwent an additional valve-in-valve with a 29mm s3 valve. The patient's final gradient, per echo, was 4mm and no ai or pvl noted. Patient was transferred back to their room.